Manufacturer narrative:
Del medical engineering performed a design review of the dual footswitch assembly and found no design related issues that would result in the failure. The dual footswitch assembly was returned to del medical via RMA # (B)(4). The equipment was heavily soiled with dried bodily fluids and other debris, which may have contributed to the failure. Due to the biohazards present on the part, the unit was disinfected prior to testing which included removal of debris. Del medical recognizes that this treatment may have influenced the test results. During testing, the part successfully responded to movement commands in all four directions: up, down, tilt up, and tilt down. Uncommanded movements were not observed during the test. The watertight test confirmed that no voids in the sealed area were detected and the sealed area was not compromised.

Event description:
Del medical technical support received a report of a hydra vision table with unintended movement. The table raised and tilted without input from a user. There was not a patient on the table at the time of the incident and no injury was reported. The fse identified the dual footswitch assembly as being faulty (pn 415020) and a replacement was ordered. The fse replaced the dual footswitch assembly and confirmed the system was operational. The health care professionals working with the system in the operating room confirmed the system was functioning normally. No injury was reported. The risk assessment did not identify a risk that could lead to a death, injury, safety hazard, or reportable event. The knowledge date of the incident being an adverse event was (B)(6) 2025.